Event description:
It was reported that the patient presented to the operating room for a procedure to relieve a hematoma at the device pocket. The pocket was drained of excess fluid. Patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.